Event description:
It was reported that air bubbles were observed within the canister as well as the tubing. Customer performed a supply change to address the issue as well as primed the tubing to address the issue. The customer's blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg. In addition, it was reported that the customer experienced an elevated blood glucose level displayed as "high"; although specific value was not provided. Cause was not known. Customer administered a correction bolus via the pump to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.